Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58z91. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported: malformed staples. It was reported that during the endoscopic-assisted radical resection of rectal cancer, after fired, noted the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.